Event description:
It was reported that during an unknown procedure, the trocar. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 6/19/2023. B3: unknown, assumed first day of month that complaint was reported. D4: batch # v95k28. Additional information was requested and the following was obtained: "please clarify how ¿trocar cracked during the procedure: a crack was noted on the trocar during the procedure. Were the obturator handle locking buttons broken? No. Was the stopcock valve damaged? No. Was the outer seal damaged or the outer seal release lever? No. Did the trocar sleeve break off in patient? If so, were all parts retrieved from patient? Yes. All parts were retrieved". Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the b15lt device were returned with the housing cap component disassembled from the housing of the sleeve assembly and inside the packaging opened. In addition, one post from the housing cap was returned broken. No conclusion could be reached as to what might have caused the reported event. The reported complaint was confirmed. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.